Manufacturer narrative:
Manufacturer's investigation conclusion: the no external power alarms were confirmed in the review of the submitted controller event log file. The system controller log file contained approximately 2 days of data, spanning from (B)(6) 2018 12 volts to 0 in approximately 4 seconds, activating the no external power alarms. All alarms cleared on (B)(6) 2018. This series of events appeared to be consistent with a loss of ac power while the controller was connected to an mobile power unit . The controller's backup battery powered the pump during the power cable disconnect and no external power events. No other atypical alarms were recorded in the remaining events and the pump operated at the set speed throughout the log file. The patient remains ongoing on vad support. No product available for investigation. The serial number of the patient¿s mobile power unit (mpu) was not provided. A review of the device history records to see if the patient¿s mobile power unit was manufactured with the v-lock ac connector cannot be performed. The heartmate 3 patient handbook and the heartmate 3 instructions for use explain all alarms and the proper actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document referenced above warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. The heartmate ii lvas instructions for use and the heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, the customer submitted a log file for review. Log file analysis completed by the manufacturer¿s technical services representative revealed odd voltages while the system was connected to a mobile power unit (mpu) on (B)(6) 2018 at approximately 5:25:45 am. The event may have been caused by the power cord of the mpu coming loose at the mpu or the wall outlet. During the event, the system controller¿s internal battery provided power to the pump as designed. No other unusual events were observed. There was no report of adverse impact to the patient due to the event. Additional information has been requested, but not provided.